Event description:
It was reported that the indicated battery charge of the pump dropped rapidly, leading to an unexpected shutdown. The customer's blood glucose level did not exceed 500 mg/dl. Technical support instructed the caller to connect the pump to a power source and provided pump reset information. As a resolution, the pump within warranty was replaced. The customer was informed about the replacement process, and storage mode instructions were given for transport. The problematic pump was to be returned using the provided instructions.